Manufacturer narrative:
(B)(6). (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported an open reduction internal fixation (orif) of a left fifth metatarsal with removal of a 4.5mm synthes cannulated screw was performed. The screw was implanted during a previous procedure to fix a fracture in the same location of the same bone. The original implant date of the cannulated screw is unknown. The surgeon is requesting that the screw be evaluated for fatigue or other imperfections because the previous fracture showed radiographic evidence of healing but was subsequently re-fractured in the same location. The fracture was treated with a 2.7 mm locking compression plate (lcp). There was no surgical delay. Patient status is unknown. This complaint involves one device. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
One screw was received intact and undamaged. The threads and cutting flutes are intact with no damage or issues. Aside from a few cosmetic scratches and marks to the head of the screw and hexagonal recess, the screw is in excellent condition. It is unknown what caused the adverse event of a second fracture at the same bone location. No product design or manufacturing defects or deficiencies were identified with the returned screw. Due to the condition of the returned screw and the investigation performed, additional testing (including fatigue testing) will not be performed. This complaint is unconfirmed. There were no functional issues found with the returned screw. The screw was undamaged and within specifications upon receipt. The design history record was reviewed and no issues or discrepancies were found. The design(s) are determined to be suitable for the intended use when employed and maintained as recommended. The returned screw was dimensionally inspected and found to be conforming to the specification. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Exact date of patient's refracture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.